Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
Related manufacturer report number 2017865-2023-16986 it was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Additionally, oversensing resulting in inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed, however, the oversensing was not able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.